Event description:
It was reported that the insulin gauge was intermittently inaccurate. The customer experienced an elevated blood glucose (bg) level of over 600 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level. The customer reverted to manual injections for insulin therapy.